Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's pump was "communicating no insulin delivery." There was no reported impact to the customer's blood glucose level. Although requested, no additional information was provided regarding the insulin delivery issue.